Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Needle back down was not successful. The cardiologist was able to access the needle and remove the device. A second techstar xl 6 fr device was used for successful closure. The returned device was evaluated.